Manufacturer narrative:
(B)(4). The service engineer (se) verified the event, cleaned expiration valve and flow sensor and changed the circuit. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. It was not reported if a patient was involved when the event occurred.